Manufacturer narrative:
(B)(4).

Event description:
Clinic nurse contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, they experienced a message "failed to reset" on the receiver. No additional patient or event information is available.